Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing and improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings, and nose cone of the attachment device were damaged. It was determined that the device identification was unreadable, and the serial number and labels were no longer legible. It was observed that the ball bearing had fallen apart. It was further determined that the device failed pretest for cutter insertion, visual assessment and temperature test could not be conducted. It was noted in the service order that during an unspecified craniotomy surgical procedure, it was observed that the device malfunctioned. According to the surgeon, the burr devices were not getting inside through the attachment device, when they tried to insert the burr devices from the top of the attachment, there was some obstruction. It was not reported if there were any delays to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.